Manufacturer narrative:
The insulin pump alarmed during the prime test due to a faulty force sensor resistor. The functional testing could not be completed due to this alarm. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube, cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system while priming. The insulin pump was dropped several times before. The customer performed a displacement test and it passed. Customer's blood glucose level was over 112 mg/dl. He was unable to perform the normal or easy bolus into the air because the insulin pump alarmed compromised force sensor system during the process. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.